Manufacturer narrative:
The device was not returned. The reason for the lack of bone remodeling could not be determined based on the available information..

Event description:
It was reported that a patient who was treated 3/4 year earlier for a tibia plateau fx with joint involvement with cerament bone void filler during follow-up complained about pain. The origin of this pain could not be defined. The plate was removed and it appeared that the cerament bvf had not remodeled into bone, furthermore, the consistency could be described as "weak" and the cerament bvf could easily be removed. Microbiology was negative.